Event description:
Customer reported that she had high blood glucose due to her insulin pump is not delivering the insulin or it starting to loose insulin. Customer stated that she had high blood glucose of 355 mg/dl and the insulin pump did not alarm to alert her of the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.